Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it was reported that some of the labels were sticking to the other collection containers. 1 of 3: k2edta edta, sst and pst tubes were stocked in the lab today. Mla's noticed that some of the labels were sticking to the other collection containers. Looked at our flats of tubes and noticed that multiple flats of collection containers had labels that were not adhering to the collection container. These flats are all still sealed in the plastic wrap so this is from production. The sst tubes have been this way for a couple of weeks. I do not have numbers for those as I have just been told about the length of time this was happening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it was reported that some of the labels were sticking to the other collection containers. 1 of 3: k2edta. Edta, sst and pst tubes were stocked in the lab today. Mla's noticed that some of the labels were sticking to the other collection containers. Looked at our flats of tubes and noticed that multiple flats of collection containers had labels that were not adhering to the collection container. These flats are all still sealed in the plastic wrap so this is from production. The sst tubes have been this way for a couple of weeks. I do not have numbers for those as I have just been told about the length of time this was happening.